Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of depleted battery alarm was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
Colleague infusion pump was reported originally for a damaged battery alarm. It is unknown when the reported condition occurred. No patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4)personnel, the device was found to have experienced a depleted battery alarm which interrupted delivery. This device utilizes user interface module master software version 6.63.92 categorized as remediated.